Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 03-may-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens and handpiece were received inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received coated in particles. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Visual inspection under magnification of the handpiece revealed no issues. Complaint issue of ¿dc-lens damaged¿ and ¿dc-calculation issue¿ could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. There is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. Section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 intraocular lens (iol) was implanted but removed, size changed. It was also reported the lens was defective. No further information is available.